Event description:
Information was received from a family member regarding a patient who was implanted with a neurostimulator for post lumbar laminectomy syndrome and spinal pain. It was reported that it was hard to recharge. The family member would hold the antenna until their hand fell asleep and then they would lose connection. The battery was not lying flat in the pocket but was at an angle. A manufacturer representative suggested that they use adhesive discs but that did not help. The patient had an appointment with their health care professional (hcp) who suggested that they meet a manufacturer representative in the office. The patient had not recharged since (B)(6) and was most likely overdischarged. The patient did not like vibration sensation when stimulation was on. The family member and patient were disappointed that the system had not worked as well as the trial. The family member planned to schedule an appointment with the manufacturer representative soon.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.